Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated vns (B) (6) handheld computer would not charge properly and would rapidly deplete after charging for 8 hours. The handheld computer and flashcard have been requested for return but have not been rec'd to date.